Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the actual device was returned for evaluation; however, the customer's complaint of s90 electrode was creating a spark while being used on the generator could not be confirmed/duplicated. The device was evaluated, many attempts of testing, and diagnostics were made; however, there was no problem found. It was determined that the unit passed all diagnostic and functional tests. There were minor scratches on fascia; however, there were no repairs needed. Multiple scratches on unit keypad membrane, and dust cover missing; so they were replaced. Performed service bulletins. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that during an unspecified arthroscopic surgical procedure, it was observed that the s90 electrode was creating sparks while being used with the vapr vue generator device. According to the reporter, there were sparks coming off of the electrode when the electrode was removed from the patient's cavity. It was reported that a second vapr vue generator device was used to complete the procedure with no consequences to the patient. One unit will be returned for analysis by the customer; however, the electrode was discarded. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device manufacture date: the device manufacture date was inadvertently missed in the initial report and has been updated as 2/10/2012. Investigation summary: the device history record statement was inadvertently missed in the investigation summary section on the initial report. The updated investigation summary is as follows: investigation summary: could not duplicate customer's complaint of s90 electrode was creating a spark while being used on the generator. Unit was evaluated, many attempts of testing, and diagnostics were made, no problem was found, unit passed all diagnostic and functional tests. Minor scratches on fascia; no repairs needed. Multiple scratches on unit keypad membrane, and dust cover missing; so they were replaced. Performed service bulletins. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. If additional information should become available, a supplemental medwatch will be submitted accordingly. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.